Event description:
The unit sparked from the date filter on the backplate of the control module where the umbilical cable connects the compounder and the control module. The technician reported there was a flash and the spark caused a small dent in the bracket on the control module and a big dent in the stainless steel table that the control module was sitting on. The tech reported the compounder was in the hood and nothing was different from the usual set-up. After the unit sparked, they plugged it into another receptacle and the unit powered up, but it did not go through a normal self test. The lcd and leds flashed and alarms went off. The tech reported that their smock and turtle neck sweater were burned through. They had a red mark on their face and their eyebrows were singed. They were examined and released by their physician with no medical intervention.